Event description:
It was reported the device exhibited a low volume alarm, and then alarmed empty. Patient reported the bag was refilled around 8:00am and should not be low or empty. Pump settings reviewed. Per reporter the bag was visibly full and confirmed all clamps were open, but the pump was not infusing. Event occurred while in use with patient and no patient harm/adverse event reported. Device readings: resolution volume: 0.0ml. Dose volume: 69.0ml. Dose duration: 1 hour. Dose cycle: 8 hour. Kvo rate: 2.0ml. Dose remaining: 0 hour and 38 minutes. Dose given: 30.05ml.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an unintentional user programming error; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.